Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room experiencing discomfort from multiple inappropriate therapies delivered by the implantable cardioverter defibrillator device. Upon review, implantable cardioverter defibrillator exhibited over-sensing noise episodes. A magnet was placed over the implantable cardioverter defibrillator to prevent further inappropriate therapies. Patient was stable.